Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number1021292. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a photograph of the affected device was provided to aid in our investigation and evaluation. Our engineers noted that the device was lacking a phaseal component. The issue has been confirmed. The most likely root cause this event is related to the manufacturing operators, as they are responsible for this inclusion of all components. To prevent a reoccurrence of this event our engineers have retrained the appropriate personnel on the appropriate processes.

Event description:
It was reported that the bd secondary set c61 experienced a missing component. The following information was provided by the initial reporter: we had 1 tube of the secondary set without connecting piece.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd secondary set c61 experienced a missing component. The following information was provided by the initial reporter: we had 1 tube of the secondary set without connecting piece.